Event description:
During a remote follow up, myopotential oversensing was noted on the right ventricular (rv) lead. Abbott technical support was contacted and recommended performing provocative testing. No intervention has been performed. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.